Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a damaged touchscreen. It is unknown if the device was in use at the time of the event. The was not report of patient harm. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR :25jun2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touch screen issue. The manufacturer¿s field service engineer (fse) remotely recommended the part ID to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.